Manufacturer narrative:
A ge service representative performed an on site investigation. The gib board and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system locked up. No pt injury was reported.